Event description:
It was reported that this patient has previously received inappropriate shocks for monomorphic ventricular tachycardia. The patient has recently received two inappropriate shocks due to oversensing of noisy signals. The patient was admitted into the hospital facility to be treated. No changes to the system were reported and it remains in service. No additional adverse events were reported.